Manufacturer narrative:
Lens was returned in a micro-centrifuge vial with liquid on lens. Visual inspection found no visible damage to lens. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vicmo12.1, -10.50 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. The lens was removed on (B)(6) 2017 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.